Event description:
It was reported that a knot was found in the ng tube upon removal. No patient injury reported. There were no problems when the ng tube was initially inserted nasally. The ng tube functioned properly after the initial placement for 4 days. Upon removal some resistance was met, and when the ng tube was removed it was noted to be knotted. There was no medical or surgical intervention but it was very painful to the patient and he developed a nose bleed that did subside and left his nose sore.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "x-rays may be done to confirm tube placement." "Measure insertion length carefully - excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot." "Continue to advance the tube until the marked position on the tube is reached. Do not advance beyond the marked length as coiling and/or knotting of the tube in the stomach may occur." (B)(4).